Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the personal profile settings were incorrect without user interaction after a health care provider (hcp) uploading to t:connect. Customer's blood glucose level was 213 mg/dl. Tandem technical support advised customer that uploading to t:connect should not alter the settings and to inform hcp about setting adjustments.